Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. As the alarm occurred in the past, troubleshooting was unable to be performed. The customer declined to test blood glucose level at the time of the report. Customer would continue to use the pump for insulin therapy.